Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 27june2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A corrected product investigation was completed: the insertion handle was received with the alignment tang broken off. The tang was not received. The device has marks consistent with regular use and marks that are likely the result of errant hammer blows. The damage to alignment tang is likely the result of excessive torsional force being applied to the device to rotate the implanted nail coupled with wear. The connecting screw was tested at the complaint handling unit and no issues were observed. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. The cannulated connecting screw was tested with a known conforming nail available at the complaint handling unit (chu). The screw worked as designed with no difficulties or issues during insertion or removal. The complaint condition for the screw being difficult to remove/cross threaded is unconfirmed. The damage to alignment tang is likely the result of excessive torsional force being applied to the device to rotate the implanted nail coupled with wear. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ the following device(s) were received: standard insertion handle (part # 03.010.045 / lot # 8935137); cannulated connecting screw (part # 03.010.044 / lot # p527231). The aiming arm was received with the alignment tang broken off. The tang was not received. The device has marks consistent with regular use and marks that are likely the result of errant hammer blows. The damage to alignment tang is likely the result of excessive torsional force being applied to the device to rotate the implanted nail coupled with wear. The connecting screw was tested at the complaint handling unit and no issues were observed. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when device broke. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a broken proximal one-third (1/3) right femur. While the surgeon was using an insertion handle, the nodule on the handle broke off and caused the nail to rotate inside of the patient. The drill guide would not align with the holes in the nail, thereby, the surgeon had to free-hand to complete the procedure. There was a twenty minutes surgical delay due to trying to locate the nodule, which was not found inside or outside the patient. Additional x-rays were required which showed no nodule left inside the patient. It was harder for the surgeon to insert the nail and tough to extract the insertion bolt, also known as a cannulated connecting screw for standard insertion handle due to it appeared to have its threads worn down or perhaps cross-threaded which made it difficult to disconnect. The procedure was completed without further incident. The patient status outcome is fine. This report is 1 of 4 for (B)(4).